Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in the USA alleging the meter was powering off during use. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.